Manufacturer narrative:
(B)(4). The patient's age is unknown; however, it is known that the issue occurred in the neonatal ICU. (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from its tubing. A patient was reportedly involved. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.